Event description:
It was reported that the customer fell on the pump and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 110 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.